Event description:
On (B)(6) 2011, leica microsystems rec'd a complaint from the children's hospital colorado regarding sub-optimal tissue processing resulting in over-processed tissue from a protocol run on (B)(6) 2011 using peloris tissue processor serial number (B)(4). On (B)(6) 2011, leica microsystems was advised that all tissue samples exhibiting sub-optimal processing were diagnosable and that re-biopsy of a pt(s) was not required. Investigation of this complaint by leica microsystems is in progress.